Event description:
Hcp reports total infusion drug delivery system explanted due to pt diagnosed with chronic meningitis. The pt has had intermittent pain problems and had another recent back surgery. Diagnostic tests were performed (no dates or specifics reported), all results negative. A lumbar puncture was done showing an elevated white blood count, and high protein level. The pt was diagnosed with chronic meningitis. The device was explanted, but not returned to the MFR for analysis. A follow up report will be sent when add'l info is received.